Event description:
Healthcare worker experienced burning, tingling and whiteness of the left index finger and thumb while removing items from a completed load. The worker rinsed the contact area with water and applied ointment. Symptoms-resolved within one day. The vaporizer plate was reported as in place.